Event description:
During scorpio nrg surgery, the connection of the compactor and the handle broke after several impaction. The surgery was continued with spare.

Manufacturer narrative:
An event regarding the fracture of a threaded tip on a scorpio handle was reported. The event was confirmed based on evaluation of the returned device. Conclusions: the investigation concluded that the tip of the scorpio handle broke due to an overload condition. No material or manufacturing defects were observed on the surfaces examined.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During scorpio nrg surgery, the connection of the compactor and the handle broke after several impaction. The surgery was continued with spare.